Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
In the study, "combining continuous glucose monitoring and insulin pumps to automatically tune the basal insulin infusion in diabetes therapy: a review", doctors reviewed existing literature on the various methods available for cgm-based automatic attenuation or suspension of basal insulin with a focus on algorithms, their implementation in commercial devices, and clinical evidence of their effectiveness and safety. The methods proposed for automatic attenuation/suspension of basal insulin infusion was divided into 2 categories: 1) those in which the attenuation/suspension is determined by the detection of hypoglycemia and 2) those in which the modulation of the basal insulin infusion pattern is triggered by prediction of incoming hypoglycemia. In a 6-month randomized study, the rate of severe (coma and seizure) and moderate (requiring other person assistance) hypoglycemic events decreased from 129.6 to 28.4 events per 100 patient-months with no significant change in hba1c noted. However on 14 occasions, there were more than one 2-h suspension per night. For these cases, mean morning meter value was 239 ± 22 mg/dl and mean morning sensor value was 112 ± 18 mg/dl. The authors of the articles stated that these events were caused by a sensor¿s calibration error. In general, evaluation of basal insulin suspension algorithms in clinical trials has shown that these methods are effective in reducing hypoglycemia outcomes (except the rate of events of profound hypoglycemia or below 50 mg/dl), whose incidence and duration did not change significantly with or without the use of pump suspension. The downside is a slight increase of time spent in the high glucose range (e.g. Above 140 mg/dl), although no serious adverse event (e.g. Diabetes ketoacidosis) was associated with use of suspension algorithms. Frn-unk-rsvr, unomed set, ozo-unk-snsr.